Manufacturer narrative:
H11) software analysis was performed for this event; software logs and archives were reviewed. Analysis attempted to reproduce inhouse and could not replicate this issue. Also, as per the cranial IFU user can try for manual merge if there is any discrepancy with auto merge. Suggesting using the manual merge for better accuracy. Based on the information provided, software seems to be working as designed. Based on the completed software analysis, this event does not meet the MDR reporting criteria. The reference to the observed ¿anomaly¿ within the MDR does not indicate a confirmed product defect or failure but reflects the behavior experienced by the user. The events described in the medical device report are an inherent use of the auto-merge functionality which includes design mitigations and detailed instructions for use to ensure correct alignment of the merged images prior to image verification and prior to surgical use. This event was not due to a software anomaly or defect or a malfunction of the stealthstation s8 navigation system; the software and system were functioning as intended. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10) sw kit 9735737 stealth s8 cranial version 2.1.0 h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while prepping for a case the representative observed an anomaly while trying to prep for a case. The representative started by uploading a diffusion scan and an anatomical scan that were pre-merged. These scans were taken five days before the day the issue occurred. On the morning of the issue the representative uploaded a new anatomical scan with fiducials to be used for registration. The pre-merged scans showed the pre-merge link. When the merging the premised scans and the new fiducials scan the system went to auto merge, the diffusion and old anatomical scans that were already supposed to be pre-merged. The auto merge came out inaccurate with misaligned overlap. The surgeon and representative were able to manually align the scans and were able to merge all three scan sets. They were able to proceed with the procedure from there normally. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a: h3) no part have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.